Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the blood glucose monitor. On the day of the event, the blood glucose monitor provided results of 14.0 mmol/l and 18.0 mmol/l. The patient does not remember when these results were taken. The patient thought her blood glucose level was higher than the results because she felt weak and was vomiting. The symptoms began in the morning and before the blood glucose results were taken. The patient does not remember the last time she delivered insulin prior to the blood glucose results. She usually administers 27 units of basal insulin in 24 hours. The patient was in bed most of the day until the paramedics arrived around 6:00 p.m. The patient's breathing was getting bad and that was the reason for her husband and daughter to contact the paramedics. The paramedics attempted to test her blood glucose level with their meter, but they could not get a result. The paramedics believe the blood glucose level was over the measurement range with their meter, which could read up to 35.0 mmol/l. The patient did not treat herself before the paramedics arrived and the paramedics did not provide treatment. The paramedics transported the patient to the hospital. The blood glucose result at the hospital was 55.0 mmol/l. The patient was treated with an IV of insulin and electrolytes or potassium. The patient was released from the hospital on (B)(6) 2023.